Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: catalog number updated from unk prostyle to 12773-02; model number updated from unk prostyle to 12773-02; lot number updated from unknown to 4051542.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a suture break occurred with three prostyle devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.